Event description:
A copy of a journal article was received by shiley which states that a patient was admitted to the hospital for testing of a suspected brain hemorrhage. The patient's medical history indicated that the bjork-shiley convexo-concave mitral heart valve was replaced 13 years after implant "because of progressive paravalvular leakage" the article also states that an examination of the explanted valve revealed a single leg separation of the outlet struct.